Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 150610005, work order (B)(4) was manufactured on the 07 april 2016. - (B)(4) parts were manufactured per specification and all raw material met specification. - there were no non-conformances found to be associated with work order (B)(4). - there were no deviations found to be associated with work order (B)(4). - there were no scrap parts found to be associated with work order (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the femoral component at bone to cement interface, as well as loosening of the tibial tray at implant to cement interface. Unknown cement was used on both instances. No further information is available. Doi: (B)(6) 2016. Dor: (B)(6) 2020. Right knee.